Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 08mar2019 stating pentax medical video duodenoscope, model ed-3490tk/serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 1 colony forming unit (cfu) as comprising of the following 1 isolates: negative rods - acinetobacter ursingii. The duodenoscope was received by pentax medical for evaluation on 26feb2019 the duodenoscope was inspected by pentax medical service on 12mar2019 and confirmed a single buckle in the umbilical cable under the pve root brace and primary operational channel resistance. Other inspection findings included the following: distal cap - fixed type j1 - zone j - seal integrity intact, distal cap - fixed type k1 - zone k - seal integrity intact, distal cap - fixed type l1 - zone l - seal integrity intact, distal cap - fixed type m1 - zone m - seal integrity intact, distal cap - fixed type passed epoxy seal integrity inspection, distal cap - fixed type f1 - zone f - seal integrity intact, distal cap - fixed type g1 - zone g - seal integrity intact, distal cap - fixed type h1 - zone h - seal integrity intact, distal cap - fixed type i1 - zone I - seal integrity intact, passed wet leak test, passed dry leak test, hole in # 2 remote control button cover, fluid invasion not observed in pve connector. Repairs were performed on the duodenoscope which included replacement of the following components: ed-3490tk video duodenoscope, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, remote control button, light guide cable, deflector body link, distal case/cap, o-ring (0.5x1.3), angle wire, adjusting collar. Study number: (B)(4).